Event description:
Per consumer, one of the legs collapsed when she was using the chair today. The reporter of this incident has been contacted for additional information. In speaking with the reporter it was learned no injury had occurred. The device will be replaced. Please note any further information received will be provided in a supplemental report.